Event description:
It was reported, the surgeon was removing a gamma lag screw and the teeth which fit into the screw on the end of the driver collapsed on themselves and broke. Surgeon attempted with a second and was able to remove the screw, however, those teeth were bent. Unknown location on pt anatomy as sales rep was not present during case. Screws were being removed as a result of a previous fracture as a result of a trauma accident.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.